Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous left superficial femoral artery. A 6fr 10cm introducer sheath was inserted and a 0.014 175cm guide wire was advanced. Next the physician advanced the 5mm x 40mm x 135cm sterling balloon catheter across the lesion, inflated the balloon once to 6 atms, and the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The complaint device was not received at the complaint investigation site for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).